Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) follow up check, data review indicated the ipg had "reprogrammed itself". Physician indicated that the device spontaneously reprogrammed the atrial lead 'lead monitor' from 'adaptive' to 'monitor only'. Post review atrial lead 'lead monitor' was re-re-programmed back from 'monitor only' to 'adaptive'. The ipg remains in use. No patient complications have been reported as a result of this event.